Event description:
Additional information was received from the patient. They reported that they first noticed this issue "4-21." They stated that when they were not feeling stimulation, they were unsure if they were still receiving adequate therapy at that time. When asked what caused the therapy being off/not feeling stimulation, they responded "change in my meds." To resolve this, they noted that they "left alone at #6" and the issue had been resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they want to increase stimulation because they are having symptoms of having to urinate all the time. Pt stated they are on lasix and is not sure if that is what is causing pt to urinate. Pt requested assistance with increasing stimulation. Pt stated on call that therapy was off. Pt was not sure how therapy got turned off, but stated later in the call when agent was providing education on programmer that they may have accidentally pressed therapy off button that turned therapy off, but could not confirm. Pt stated initially on call getting poor communication when trying to turn therapy on. Pt was using antenna cord with programmer. Pt stated poor communication screen remained on programmer despite trying to sync with ins. Pt confirmed they had antenna directly on ins. Pt powered off programmer, powered it back on, then confirmed successfully synced with ins and turned therapy on at 0.6v on program 3. Patient services reviewed therapy and stimulation overview/expectations. Pt increased stim to 0.8v on call and reported their left leg was a "little bit numb" from the knee down. Pt described it as feeling like it was going to sleep. Pt was not feeling stim in bike seat area. Pt decreased stim to 0.7v and stated they were still feeling a little numb in left leg. Pt decreased stim to 0.6volts and confirmed that they were not feeling stimulation at all so it was comf ortable. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.